Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The device was not returned for analysis. Based on the available information, the reported single leaflet device attachment appears to be due to a combination of challenging patient anatomy, overall patient condition, and procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances, as another clip was implanted for stabilization of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under separate medwatch report number. Na.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Poor imaging was noted due to excessive shadowing. One clip was successfully implanted at medial a2p2. A second clip was then implanted however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third clip delivery system (cds) was advanced and placed center a2p2 to stabilize the slda clip. The clip appeared to be attached to both leaflets but was still hypermobile and it was difficult to assess the leaflet integrity. Mr was reduced to 3-4 and the procedure completed at this time. Per the physician, the leaflet pathology, overall patient condition combined with poor imaging resulted in the slda . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.